Manufacturer narrative:
The customer's reported issues (reduced angulation and play in the angulation control knob) were confirmed and found to be caused by wear of the angulation wire. In addition, service found the adhesive on the bending section cover was cracked, the connecting tube was wrinkled, the connecting tube was scratched, the up/down knob was dirty, the right/left knob was dirty, the universal cord was scratched, the scope connector was deformed, and the light guide lens was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when preparing the subject device for use, the technician observed there was play in the angulation control knob, and the bending angles in all directions were out of specification. There was no patient or user injury reported due to the event. The device was returned to an olympus service center. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in the forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to inappropriate reprocessing. It is also likely that the device was not cleaned immediately after procedure, organic matter becomes solid and efficient reprocessing will be difficult. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspect the forceps elevator and the area which can be visually accessible in elevator recess, while raising and lowering the forceps elevator to confirm that there is not any foreign materials, such as debris and fluids, but not limited to. If any foreign materials is observed, stop using the endoscope and take necessary measures according to section 6.2, ¿inspection before each patient procedure¿ on page 73. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. ·brushing around the forceps elevator and instrument channel outlet ·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility and to correct information provided in the initial report.

Event description:
Additional information was received from the user facility regarding the reported issues (there was play in the angulation control knob, and the bending angles in all directions were out of specification): the user facility reported that the issues were identified during reprocessing of the subject device, not when preparing the device for use.